Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research abstract titled ¿cold atmospheric plasma as an additional tool for successful therapy of left ventricular assist device related infections¿ that heartmate 3 left ventricular assist device (lvad) may be related to a device related infection or driveline infection. This study described the effective effect of cold atmospheric plasma to treat superficial infection. Specific patient information and device serial number were not provided. No further information was provided.